Manufacturer narrative:
Patient city: (B)(6). Patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient faced an infusion set tape not sticking on(B)(6) 2026. The cause of product not adhering was glue surface wasn't strong enough or it was dry. No further information available.